Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported gas-liquid exchange could not be performed and tubing air leaking was suspected during the vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The yellow stopcock that connected between the infusion cannula line and the infusion manifold cracked. Leakage occurred from the yellow stopcock a port. The auto stopcock on the infusion manifold was intact. The root cause of the customer¿s complaint is an error that occurred during the supplier¿s manufacturing process. Quality engineering materials has notified the supplier of this complaint issue per procedure. No adverse trends have been observed associated with the reported product lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).